Event description:
It was reported that during a ptca procedure, the balloon became stuck in a stent. While attempting to remove, the catheter shaft separated and was successfully removed with a snare. Pt status is listed as "okay".